Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent vaginal reconstruction in 2010 due to mesh failure, torn in two sections and prolapse. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pop and uti and mesh was implanted. It was reported that patient underwent partial colpocleisis, perineoplasty and excision of mesh on (B)(6) 2008 due to persistent pelvic pain and prolapse. No additional information was provided.

Event description:
It was reported by an attorney that the pt underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.